Event description:
A customer contacted beckman coulter inc. (Bec) to report fluid is leak from under the instrument. No injury or exposure to fluid was reported.

Manufacturer narrative:
On (B)(6) 2011, a bec field service engineer (fse) replaced the hydro smart module, hydro valve harness, 2 way valves for sample and reagent mixer wash cups. Fse rebooted the analyzer and primed thoroughly. Fse observed the customer running the instrument for several hours and leak did not returned. No further hydro leaking issue has been reported as of (B)(6) 2011. Bec internal notification number is (B)(4).